Event description:
It was reported that insulin gauge displayed an amount different than expected, indicating a fill estimate issue. There was no reported adverse impact to the customer's blood glucose level. Customer was not willing to go through troubleshooting steps but decided to try changing the cartridge to see if the issue would be resolved. Customer declined further troubleshooting.